Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was transported by helicopter to the hospital. Customer stated that the blood glucose reading was 17 mg/dl when paramedics arrived. Customer stated that his insulin pump is crack and was not working correctly, it was alarming no delivery, the buttons were not responding and he was unable to reprogram his basal rates. Customer also stated that was not eating right before bedtime. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device had corroded keypad traces noted during visual inspection.